Event description:
On (B)(4) 2013 the lay user/patient contacted lifescan (lfs) alleging her onetouch verioiq meter was displaying inaccurately high readings compared to her feelings or normal results. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported the alleged issue first occurred during 1.5 weeks prior to contacting lfs. The patient reported using oral medications with diet and exercise to manage her diabetes. The patient reported 1.5 weeks prior to contacting lfs she increased her usual dose of medication including "glemtriled 14mg and arcavose (unknown dose)". The patient reported 1 hour after the issue started she developed symptoms of "shaking, blurred vision and urinating frequently". It is unclear if the patient associates symptoms with high or low blood glucose. The patient reported on the day of the alleged issue she had glucose tablets or gel in response to her symptoms. At the time of troubleshooting, the cca confirmed the patient's test strips were in good condition and the meter was in the correct unit of measurement at the time of testing. However a control solution test was not run due to the patient not having any control solution at the time of the call. Replacement products were sent to the patient. This complaint is being reported since the patient claims due to the alleged issues she developed symptoms suggestive of an acute complication of diabetes and required self treatment.

Manufacturer narrative:
The lfs product(s) has/have been requested for return to lifescan for evaluation. If the product is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.